Event description:
Pt was implanted with click-x construct at l3 - 4 and l4 - 5 on an unk date. The pt developed adjacent level disc disease at l2 - 3 discovered on an unk date. Pt was returned to the operating room on (B)(6) 2012, for removal of hardware. Surgeon removed all hardware and pt was revised to a posterior spinal fusion at l2 - 3. This is 8 of 15 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The patient had developed adjacent level disc disease at l2-3 discovered on an unknown product code is mnh, additional product code for this report includes mni, nkb, kwp, kwq. Operator of device was a health professional. Report source is a company representative and a health professional. This is report 8 of 16 for (B)(4). Correct manufacturer information is synthes (B)(4). Original awareness date is 04/10/2012. Awareness date that the product code and other information was missing from the initial MDR is 10/27/2013.

Event description:
This is report 8 of 16 for (B)(4).